Manufacturer narrative:
This is the same event as 3010536692-2016-00002.

Event description:
Allegedly, patient was revised due to mom complications: metal shavings around the hip which caused deterioration of the bone. (Left).